Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump sounded no delivery alarm. Customer's blood glucose was 460mg/dl at the time of the incident. Troubleshooting was performed and the alarm was cleared as the insulin was exiting the tube. The insulin pump will not be returned for analysis.